Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector.

Event description:
It was reported that the right atrial (ra) lead was dislodged and may have been caused by an issue with the implantable pulse generator (ipg) header. The ipg and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.